Manufacturer narrative:
H.6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3: other text : see h.10.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "the nurse collected arterial blood for the patient according to the doctor's advice, and found that there were impurities in the lumen of the arterial blood collection device, which made it unusable. The blood collection device was replaced immediately and reported to the equipment department."